Manufacturer narrative:
The device was received for evaluation. During functional testing, upstream occlusion was not reproduced. A review of the event history log revealed upstream occlusion messages. The device was tested for upstream occlusion with passed results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.